Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, charge/battery lasts less than expected, battery failed alarms. The customer reported blood glucose value of 42 mg/dl. The customer reported hypoglycemia, blurred vision, headache treated with glucose/carb intake, no treatment. The event involved product(s) mmt-342g, mmt-442ag, mmt-7040a, mmt-1884. Troubleshooting was performed. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. Customer reported low blood glucose. Customer was using the insulin pump system within 48 hours of reported event. It was unknown whether auto mode feature was active at the time of event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-342g. No product return is required for mmt-442ag. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump was received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found slight corrosion on the vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. No evidence of physical or moisture damage¿on the pcba 1, pcba 2, force sensor and motor assembly noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcba 2 was re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery, continued self test and download history files/traces using thump. The pump passed the self test and no blank display noted. Blank display was confirmed, suspected on the pcba 1. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2024 19:00:17.000. Insert battery alarm was found on: (B)(6) 2024 11:39:53.000, (B)(6) 2024 15:54:44.000, (B)(6) 2024 16:04:00.000, (B)(6) 2025 08:39:25.000, (B)(6) 2025 08:48:05.000, (B)(6) 2025 09:30:25.000, (B)(6) 2025 10:14:30.000, (B)(6) 2025 10:21:49.000, (B)(6) 2025 10:26:29.000, 01/01/2025 10:27:03.000, (B)(6) 2025 10:27:07.000, (B)(6) 2025 10:37:00.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 08:39:32.000, (B)(6) 2025 08:48:07.000, (B)(6) 2025 08:48:38.000. On (B)(6) 2025 09:30:29.000, on (B)(6) 2025 10:14:31.000, (B)(6) 2025 10:22:08.000, (B)(6) 2025 10:27:03.000, on (B)(6) 2025 10:27:07.000. Power loss alarm was found on: (B)(6) 2025 10:38:22.000, (B)(6) 2025 10:38:30.000. Pump error 23 alarm was found on: (B)(6) 2025 10:38:04.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. In further checking of the pump history records: battery cycle 1 received the low battery alert (104) on (B)(6) 2024 06:16:00 after more than 7 days at 11.17 days. Battery cycle 2 received the low battery alert (104) on (B)(6) 2024 02:13:00 faster than expected at 1.77 days. Battery cycle 3 received the low battery alert (104) on (B)(6) 2024 07:39:00 faster than expected at 1.7 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 01-jan-2025, these pump error(s)/alarm(s) were noted: sensor expired alert (794) was found on: (B)(6) 2024 19:00:17.000. Lost sensor 1alert (780) was found on: (B)(6) 2024 12:21:00.000. Sensor error alert (801) was found on: (B)(6) 2024 05:02:10.000, (B)(6) 2024 05:12:00.000. Unable to test for sensor expired alert, lost sensor alert and sensor error alert due to blank display. Sensor expired alert, lost sensor alert and sensor error alert were unknown. Force sensor zero offset within specification (24.12 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for low bgs. Unable to perform the required testing, download history files and traces using thump due to blank display. Blank display was confirmed, suspected on the pcba 1. A test pcba 1 was used and continued download of history files/traces using thump. Customer alleged for unexpected battery power loss, charge/battery lasts less than expected and failed battery alert/battery failed alarm were confirmed per the pump history records, suspected on hw. During visual inspection slight corrosion was found on the vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.